Manufacturer narrative:
Initial MDR reported device malfunction while the battery life calculation supported that the device was depleted as expected

Event description:
Since the battery life calculation showed that the battery would be depleted, there is no suspected malfunction with the device. The battery was stated to be non-functional but based on the calculation this can be concluded to mean that the battery is depleted as expected.

Event description:
The patient was referred for generator replacement surgery due to the low battery. The patient had generator replacement surgery due to battery depletion, and the device was unable to be interrogated. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed on the generator.

Event description:
An email was received on 09/07/2016 stating that the patient's vns battery is not functional and is not being replaced. No relevant information has been received to date to clarify if this is a device issue.